Event description:
It was reported, the patient fell on other hip (2nd hip fracture) and had an open reduction internal fixation with cannulated screws. The patient complained of hip pain at a post-op appointment with the doctor, which identified the helical blade cut out. As a result of the helical blade migration and patient pain, the trochanteric fixation nail was removed. During the trochanteric fixation nail removal, the surgeon attached the extraction bolt to the nail, unlocked the mechanism with the flexible screwdriver, removed the helical blade with the extractor and hammer guide, removed the locking screw with hex screwdriver, then removed the nail with the extraction bolt and hammer guide. Trochanteric fixation nail successfully removed. There was no surgery delay due to the reported event. It was reported by the surgeon that over-compensation after the second hip was fractured and healing, may have resulted in the cut out of the helical blade and that the fall occurred prior and this pain was unrelated, this is report 3 of 3 for (B)(4).

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.